Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump finished the infusion and indicated there was 4.7 ml remaining when the cassette was empty. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).